Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Based on the results of the investigation, it is likely, that the following led to the malfunction: a damaged charged coupled device unit causing an e224 error. No new failure events were identified, during the inspection. A probable root cause cannot be identified. A device history review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head is not functioning correctly. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the camera head is not functioning correctly. The issue occurred during preparation for use. There were no reports of patient harm.